Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Blood glucose level was unknown at the time of the incident. Customer stated he was unable to finish fill tubing for the insulin pump. Customer stated the drive support cap appears normal. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify a33 alarm due to completely broken reservoir tube lip. Device had missing reservoir tune o-ring, loose drive support disk.(B)(4).

Event description:
It was reported via phone call that the weight has been changed to (B)(6).